Event description:
Boston scientific received information that this left ventricular lead dislodged shortly after implant and no longer seemed appropriate for the patient's anatomy. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon return to our quality assurance laboratory the lead underwent detailed analysis. Visual observation noted dried blood/body fluid noted in the lead lumen. There was a cut in the insulation at 160 - 165 (due to the suture sleeve removal) and 447 - 550 mm from the terminal pin. The suture sleeve was also cut. In conclusion, the field allegation could not be confirmed through analysis. Electronically, lead was found to be within specification.